Event description:
I accessed the above patient's port with the new 20g port needles. When I drew back, blood immediately began seeping around the needle and running down the patient's chest. It required me to remove the needle and apply light pressure for 30 seconds and re-access port.

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr21b10g8671 which complies with our specifications and does not present any discrepancy. Another similar complaint was reported to us on this batch of needles released in february 2021. Investigation results: we did not receive the complaint sample for investigation. Conclusion: without the complaint sample for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will reopen this complaint. This is a rare incident (<0.0001%), no corrective action is envisaged for the moment.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.